Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower doors 1,2, 3 and 4 failed due to the faulty latches. A field service engineer resolved the issue by replacing all four tower door latches. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had tower door failure, preventing users from dispensing the required medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.